Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-05950. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention was undertaken on (B)(6) 2022 during which the existing leads were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.